Event description:
A caller reported a cartridge alarm 20 that occurred during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by arranging for a replacement pump with updated software and provided instructions for using a backup insulin therapy (mdi) while awaiting the replacement. The caller understood the process and agreed to return the faulty pump.